Manufacturer narrative:
The used 011-c6028 20 drop blood set was returned with the tubing confirmed separated from the male luer bond interface at the base of the blood filter. The bond interface was visually examined and there was adequate solvent applied at the bond interface. The tubing was measured and it met design expectations. Complaint of separation can be confirmed. The probable cause of the tubing separation is typical of unintentional pulling forces applied during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved an 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, rotating luer, bag hanger where it was reported the connection between drip chamber and line falls apart during infusion. Blood was the infusion being administered. There was patient involvement and delay in therapy but no patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.